Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed and no leakage was noted in the sets; however, in one sample the clear passage testing revealed a blockage in the minidrip. The minidrip had a residue from the burette that could be generated during the manufacturing process. The reported condition was verified on one of the samples but not on the other. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system buretrol solution sets were found with a piece of debris in the needle that allows fluid flow from the drip (burette) chamber into the squeeze (drip) chamber. This was identified when checking the devices. There was no patient involvement. No additional information is available.